Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products. There have been further complaints reported with this failure mode in the past three years. The device was used in treatment. As no samples were returned, a product evaluation could not be carried out. Dressings should be changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination. A clinical investigation concluded: the data provided is from an article from the france, the reported in a clinical observation of ¿incisional negative pressure wound therapy for prevention of wound healing complications following reduction mammoplasty,¿ was presented in a provided translated excel spreadsheet in english. However, the limited information provided did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. As the product code is unknown, a review of the device labelling could not be carried out. The risk files for pico contain multiple failure modes that can lead to wound deterioration. Without any further information, a thorough review cannot be completed. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that in a clinical observation of "incisional negative pressure wound therapy for prevention of wound healing complications following reduction mammaplasty", that the pico negative pressure wound therapy (smith & nephew) was applied in 197 patients, 1 of these patient presented fat necrosis bilateral areolar necrosis and necrosis pedicles mamilla carrier (just one side was treated with pico). It is unknown treatment of this complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.